Event description:
Physician reported the pt has a very complicated history. The physician reported the graft, surrounded by fluid, is a gore propaten vascular graft (lot number not reported). The graft started collecting fluid nearly immediately after being placed. The fluid has been drained multiple times, and cultured (all negative). The graft remains implanted.